Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: (B)(4) event was reported for this quarter. Product return status: (B)(4) device was evaluated in the field. Additional information: (B)(4) device was not labeled for single-use. (B)(4) device was not reprocessed or reused.

Event description:
This report summarizes (B)(4) malfunction event in which the device had paint chips missing. - (B)(4) event had no patient involvement, no patient impact.